Manufacturer narrative:
Customer report was confirmed. The balloon has ruptured in the central area. The latex was missing in the central area. There is no missing both balloon bonds are intact

Event description:
C-cc-lk - leakage; it was reported that blood leakage was observed from the balloon inflation gate valve on the 8th day of use during indwelling. There were no patient complications reported.